Manufacturer narrative:
The referenced report of patient's ischemic stroke is covered under medwatch MFR #2916596-2016-01706. (B)(4). Approximate age of device ¿ 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient suffered a previously reported ischemic stroke on (B)(6) 2016 and was discharged on (B)(6) 2016 with a recommendation for 24 hour supervision. It was reported that on (B)(6) 2016, the patient's home health nurse reported that upon arrival to the patient's home, the patient's system controller had a red battery alarm with message of "connect power immediately." The system was reportedly only attached to a single battery which was depleted, displaying a red light. At the time of the event, the patient was responsive but reportedly was unable to connect working power sources because "his hands were shaking so much." Prior to the nurse's arrival, the patient was at home alone while their spouse was at work. It was reported that the patient stated since being discharged home they had not had any problems or complaints. The patient denied having symptoms of dysuria, fever/chills, hematuria, change in urinary frequency/stream, suprapubic pain, cva tenderness, lower extremity swelling, weight gain or blood in their stools. No further information was provided.

Manufacturer narrative:
A specific cause for the reported event could not be conclusively determined as no log files were submitted for review nor was any product returned for evaluation. It was reported that the patient's home health nurse arrived at their home and the system controller had red battery alarm with a message of "connect power immediately". The system was reportedly only attached to a single depleted battery. The patient was responsive but unable to connect to a working power source because "his hands were shaking so much." No interruptions in lvad support were suspected. The patient remains ongoing on vad support with no further related events reported. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information provided by the vad coordinator on 09/10/2016 indicated that no interruption in lvad support was observed and they believe it was a low battery scenario at home with no pump stops. No log files were submitted and the patient was at home.